Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer observed air bubbles inside the cartridge, the customer changed the cartridge, however reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.